Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. A full lead was returned. It was noted that the defib conductor was distorted at electrode end (within 20 cm).

Event description:
It was reported that during the implant procedure and after repositioning the lead several times, the stylet got stuck in the lead. The device was not implanted. No patient complications have been reported as a result of this event.